Event description:
A report was received that the patient was experiencing pain while stimulator was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect any device malfunction.

Event description:
A report was received that the patient was experiencing pain while stimulator was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain while stimulator was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.